Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) 105 v-sics in the last 7 days. Two non-sustained episodes with v-v intervals less than 220 milliseconds from (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for v-sics and non-sustained episodes.

Event description:
It was reported that a carealert was received due to noise on the right ventricular (rv) channel. The rv lead remains in use. No patient complications have been reported as a result of this event.